Manufacturer narrative:
Device received with lost sensor alarm and rf pic failed self test error during self test, problem isolated to radio frequency board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had rf pic failed self test. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer reports they was able to clear the alarm and able to complete rewind. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The product will be returned for analysis. Frn-unk-rsvr . Unomed set.